Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating, resulting in discrepancies where refill lists displayed multiple items, but printed reports showed minimal or no data. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the station was communicating normally with no errors observed in the data synchronization logs. Then the tss verified that extract transform load (etl) processes were running but identified a report server etl failure aligning with the time the issue was reported, noted that an engineer was already working on the etl issue. Tss stated that it took long time to get into report server as the other server kept getting timed out even after deployed restart remote support service. Followed up with the pharmacy, and confirmed that the issue had been resolved, and no further problems were observed. Customer provided permission to close the case after confirmation of normal operation. The system functioned as intended when the technical support specialist verified the device.